Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported a therapy issue. The patient said they had an appointment with their doctor's office in february 12. The patient stated that at that time they were experiencing frequency and urination (7 - 8 trips to the restroom a day) and during the appointment it was decided to decrease the settings. Since then, they experienced 12 or more trips to the restroom a day. The patient spoke with their doctor's office and was instructed to increase the settings. The agent walked the patient through connecting to the implant and adjusting stimulation. The patient increased the stimulation and confirmed stimulation was in the bicycle seat area and comfortable. The patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their doctor if the issue persisted. Additional information was received from the patient on (B)(6) 2026. The patient called back and mentioned previously reported information regarding their symptoms. The patient added that after they'd increased their stimulation yesterday, they felt so much better, but since late morning today, they'd started peeing again and had pain down their hip. The patient stated that they could feel that they could move or push their implant up and down in their hip and that they were wondering if losing weight may have caused the implant to be loose. The patient added that they felt a tinge yesterday when they adjusted their stimulation. The agent reviewed general therapy information and redirected the patient to their hcp to further address the issue. The agent also reviewed that the patient could turn their therapy off for 48 hours and observe if the pain goes away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.